Manufacturer narrative:
Evaluation summary: the analysis showed that the 6tb45 device was received with the articulation mechanism damaged. The device was received with no cartridge present. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the left and center, the staple formation was conforming; however, when fired in the right position, the staples were malformed due to the damaged articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.

Event description:
It was reported that during a gastric by-pass procedure, the device cut, but failed to apply the clips properly. The clips did not close correctly, and therefore the staple line was open. The case had to be converted to open and the case was finished by opening a different stapler.